Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record determined that the power inlet module had melted and was smoking during use. The power inlet module was replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
There is no additional information.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). The product will not be returned to zimmer biomet. Product is being evaluated by external contractor. Once the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that after surgery this unit was claimed to be smoking. The cart would not power on due to a damaged power inlet module. The power inlet fuse was damaged, somewhat melted and inoperable. No adverse events were reported as a result of this malfunction.